Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced accessible sharp edges exposed (metal). No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results), 1 device: side rail / fracture problem, 1 device: rod/shaft / no findings available, 1 device: latch / fracture problem, 1 device: holder / fracture problem. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
This supplemental is being filed to adjust a device code.

Event description:
No new information.